Event description:
It was reported that a patient was scheduled for anterior cervical hardware removal. Prior to surgery, the physician reviewed CT images and discovered that a 3.5 x 15mm screw in the construct was broken in two pieces. According to the report, a broken piece of the screw could not be retrieved and was left in the bone. No other complaints were reported and no further information could be obtained.

Manufacturer narrative:
Outcome attributed to adverse event is unretrievable device fragment (udf). Date of event is unknown. Implant date provided to manufacturer was (B)(6) 2008. Day of implant unknown. Explant date provided to manufacturer was (B)(6) 2012. Day of explant unknown. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.